Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-04733 & 04736).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2012 and a left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a left hip revision procedure on november 2, 2011 and a right hip revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates patient underwent an additional revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 5 MDR's filed for the same patient (reference 1825034-2014-04733 /-04734 /-04735 /-04736 /-05729).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2012 and a left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2011 and a right hip revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates patient underwent an additional revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011 left hip revision operative report noted the revision was due to pain from a loose acetabular cup. All components were removed and replaced. Additional information received in the (B)(6) 2012 right left hip revision operative report noted the revision was due to a bone scan indicating the migration of the femoral component. All components were removed and replaced. Additional information received in the (B)(6) 2013 right hip revision operative report noted the presence of scar tissue and fluid. The modular head removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2012 and a left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2011 and a right hip revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates patient underwent an additional revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011 left hip revision operative report noted the revision was due to pain from a loose acetabular cup. All components were removed and replaced. Additional information received in the (B)(6) 2012 right left hip revision operative report noted the revision was due to a bone scan indicating the migration of the femoral component. All components were removed and replaced. Additional information received in the (B)(6) 2013 right hip revision operative report noted the presence of scar tissue and fluid. The modular head removed and replaced. Additional information received reports patient underwent a right hip revision procedure (B)(6) 2014 allegedly due to fibrous tissue in the abductor causing pain. It was reported that head and taper adapter were removed and replaced with active articulation liner and head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2012 and a left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2011 and a right hip revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates patient underwent an additional revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that the left hip revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening. All components were removed and replaced. Additional information received in patient medical records indicates that patient underwent initial right hip arthroplasty on (B)(6) 2010 and received a competitor hip. The competitor's hip was revised on (B)(6) 2012 due to femoral migration and a biomet total hip was implanted. Revision operative notes indicate that a second right hip revision procedure was performed on (B)(6) 2013 to remove scar tissue and fluid and to replace the modular head and taper adapter. A review of invoice history revealed that a right hip revision procedure occurred on (B)(6) 2013 to replace the modular head and taper adapter for an unknown reason. Further follow up indicates that a subsequent right hip revision procedure took place on (B)(6) 2014 due to fibrous tissue in the abductor that was causing groin pain.